Event description:
It was reported that the burr was stuck on the guidewire and procedure was rescheduled the next day. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the lesion was crossed with a guide wire and it was exchanged with rotawire. Subsequently, the rotalink plus was loaded on the rotawire and was parked proximal to the lesion. The set rotational speed was at 160 lakhs rpm, however the burr got stuck on wire and was not advancing post two runs. Both burr and wire were removed together. Also, the tip of the wire was kinked while removing the burr. Due to patient condition, the procedure was abandoned and was planned for next day. On (B)(6) 2022, the procedure started by engaging the left anterior descending artery with a guide catheter and the lesion was crossed with a wire; wire was then exchanged with a rotawire extra support. Rotablation was done with a 1.25mm rotaburr at 175 rpm. Post rotablation, the lesion was predilated with balloon and completed by deploying a stent. No complications reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection was performed. The returned guidewire had the spring tip bent/kink. The device has a kink in the body of the guidewire located approximately 26 cm from the proximal end. Microscopic inspection was performed. The returned guidewire had the spring tip bent/kink and stretched. Dimensional inspection revealed that that device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that the burr was stuck on the guidewire and procedure was rescheduled the next day. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the lesion was crossed with a guide wire and it was exchanged with rotawire. Subsequently, the rotalink plus was loaded on the rotawire and was parked proximal to the lesion. The set rotational speed was at 160 lakhs rpm, however the burr got stuck on wire and was not advancing post two runs. Both burr and wire were removed together. Also, the tip of the wire was kinked while removing the burr. Due to patient condition, the procedure was abandoned and was planned for next day. On the (B)(6) 2022, the procedure started by engaging the left anterior descending artery with a guide catheter and the lesion was crossed with a wire; wire was then exchanged with a rotawire extra support. Rotablation was done with a 1.25mm rotaburr at 175 rpm. Post rotablation, the lesion was predilated with balloon and completed by deploying a stent. No complications reported, and patient was stable post procedure.